Manufacturer narrative:
This report is being filed to correct the implant date. At this time the device remains implanted and has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this patient called the physician office stating the device was beeping. Interrogation of the implantable cardioverter defibrillator (ICD) revealed device reached elective replacement indicator (eri). On february 3 ,2023 device estimated battery longevity was 9 months remaining. A technical service (ts) consultant reviewed device data, confirming device power consumption is increasing in a gradual fashion, and is consistent with premature battery depletion (pbd). Ts provided recommendations for device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient called the physician office stating the device was beeping. Interrogation of the implantable cardioverter defibrillator (ICD) revealed device reached elective replacement indicator (eri). On (B)(6) 2023 device estimated battery longevity was 9 months remaining. A technical service (ts) consultant reviewed device data, confirming device power consumption is increasing in a gradual fashion, and is consistent with premature battery depletion (pbd). Ts provided recommendations for device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains implanted and has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.